Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, these devices are exempt from device history record review. The search identified no other reports against the remaining product/lot code combinations and it was not possible against the unknown product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from severe swelling and a tumor like growth. Update 11/18/2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported difficulty ambulating, severe reaction to metal particles and ions, pseudotumor, impaired circulation and discomfort. The primary surgical report noted a crack in the calcar during femoral stem impaction that was repaired with a cerclage wire. The cerclage wire used is from an unknown manufacturer. An unknown depuy instrument will be added to complaint for the cracked calcar during impaction, as it unknown when it occured. The medical records also noted pain, tibial embolism/dvt, and confirmed pseudotumor in left groin. The stem and cup are being added to the complaint for embolism report. The labs reported were chromium 2.6 and cobalt 4.2 with no reference ranges. The metal ion levels are below the 7 parts per billion to be reported. There was no report of metal debris within the medical records reviewed. Part/lot updated. The complaint was updated on: dec 4, 2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis.